Manufacturer narrative:
An investigation of the data log files was done and highlighted that the root cause of the incident is a residual software bug occurrence.

Event description:
It was reported that during a surgery a communication error occurred when the pedal was released and then pressed simultaneously with the ¿continue¿ button on the screen to continue the motion.